Event description:
It was reported that the pt experienced a return of symptoms. The pt was not able to adjust her stimulation. She received a power on reset message. The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).